Event description:
It was reported during a laparoscopic hernia repair procedure the surgeon had inserted the stapler into the abdominal cavity. He had pushed the device against the mesh and wall but it has broken in the distal tip. The plastic end has pushed out of the rod. Another instrument of a different lot has worked fine. No patient consequences reported. Procedure was prolonged by five minutes.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ems device was returned non-functional; the device was returned with the cartridge extending out from the tube. The device was disassembled and an insufficient crimp was noted. No functional test could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.